Event description:
It was reported that a patient experienced peritonitis manifested by fever and fluid discoloration coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotic injections for peritonitis for two weeks. The action taken with dianeal therapies was not reported. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.